Event description:
It was reported by the customer that pyxis medstation es system drawer and cubie was slow to open. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that drawer and cubie was slow to open. A field service engineer found that the drawer and the cubies were in good working order and no problems were found. The system functioned as intended after the field service engineer troubleshot the device.